Event description:
A malfunction was reported. There was no information provided on the impact to the customer's blood glucose level. The device is scheduled to be returned, and a replacement pump has been arranged.